Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user had been unable to issue oxycodone 5mg tab, and the cabinet¿s validation code status was rejected, even though it had been approved by the pharmacy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was unable to issue the item. A technical support specialist (tss) found that the medbank cabinet at the facility was back online in lmi and syncing in medbank q link. The tss found that the patient the facility reported having issues pulling medications for after submitting prescription verify had already been discharged in medbank. The patient provided as a reference was no longer active in medbank q link. No further issues were detected. The system functioned as intended after the technical support specialist troubleshot the device.